Manufacturer narrative:
H10: the actual device was not available; however, a photograph and two (2) retained samples were evaluated. A visual inspection of the photograph using the naked eye was performed however, it was not possible to observe the reported issue in the photograph. Two retention samples were visually inspected which did not identify any abnormalities that could have contributed to the reported condition. Additionally all junctions of the retention samples underwent a push-pull test, and no disconnections were identified. An underwater leak test and an air passage test were performed and no leaks or blockages were identified. Additionally, the samples were submitted to a traction test and both samples withstood the minimum required force per specification. The reported condition was not verified in the photograph or by evaluation of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection was performed, and it was noted that the tubing of one returned sample was separated from the drip chamber. It was also noted that a minimal residue of solvent was present on the tubing. The reported condition was verified for the first returned sample. The cause of the reported condition was a manufacturing issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition for the second returned sample. Functional testing was performed where the spike was inserted into a saline bag, and the flow of liquid was observed. Flow of liquid was confirmed through all the set with special attention at the drip chamber tubing. The reported condition was not verified for the second returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration sets leaked at the drip chamber tubing. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.